Event description:
Brand new up & up meter is giving results not consistent with the customer's symptoms. He had taken a test with his one touch and got (184). He performed 2 tests within 2 minutes with the up & up meter (97,118). He is very concerned because of the difference in results. He could tell his blood sugar was high and the results were not consistent with how he felt.

Manufacturer narrative:
The meter was requested and has been returned to the manufacturer. Confirmation testing shows the meter to be operating within specification. The test strip lot DHR was referenced and the lot cleared qc for release. Based on the limited information provided, the root cause of the discrepant values cannot be determined. Environmental conditions, testing practices and medical conditions may have contributed. The comparison between meters is not advised. Based on the reported readings, the one touch meter could have been the inaccurate meter. The reporter could have been experiencing symptoms not associated with hyperglycemia. No corrective action will be implemented because the system is operating within specification. The information associated with this event will continue to be trended.